Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown number of unknown patients with implantable drug infusion pumps. No drug information or medical history was provided. It was reported there had been instances where an MRI turned the pump on and gave all the medicine. The consumer stated they didn't know if that was true which was why they asked if an MRI turned the pump on. No patient symptoms/complications were reported.